Event description:
It was reported that the atrial lead exhibited oversensing noise. The lead was capped and replaced during a device change out. The patient condition was good during and after the procedure.